Manufacturer narrative:
H4, device MFR date: correction. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump has air in tube during administration even after replacing tubing sets and batteries¿ was not confirmed or duplicated and no reportable malfunctions were identified. The probable cause is unable to determined. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had air in tube during administration even after replacing tubing sets and batteries. Device was not dropped. There was no patient involvement or harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.